Manufacturer narrative:
The customer¿s report of a cracked extension set was confirmed; we were unable to replicate the leaking that was also reported. Visual inspection observed immediately that the male luer spin collar had one hairline crack approximately 0.5000 inches running the full length of the male luer collar and parallel to the direction of the fluid flow. Further visual inspection of the damaged component under a microscope observed there were no whitish colored scratches or stress markings around the crack. The crack was not expected to have occurred during assembly, as the crack was observed after the set was in use during an infusion. It may be possible that the crack could have resulted due to use error conditions such as excessive cleaning with alcohol, over tightening, hemostat use, and possible molding defects. Functional and pressure testing was performed; no blue-dyed fluid was noted to be leaking from the sets. Functional testing did not confirm the customer¿s report of the suspect extension set leaking. The root cause of the crack on the male luer was not identified. The cause of the crack is unknown.

Event description:
The customer reported a bifuse extension set cracked and leaked during an unspecified infusion. Although requested, additional event information is not available; there was no patient harm.